Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced sensor failed after dbd. The sensor was inserted at the back on (B)(6) 2017. Patient alleged deficiency in our transmitter. No additional event or patient information is available. Data was provided for investigation. The problem was not confirmed. However, data investigation confirmed a failed transmitter. The root cause of the failed transmitter could not be determined labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The reported issue of failed sensor (ess) after calibration is reportable based on the finding of failed transmitter.